Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0lfj6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a patient, via a manufacturing representative (rep), who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had symptom return. It was unknown what led to the event. The physician attempted to reprogram and manage the patient through the standard objective patient management process. Impedance check and battery longevity was performed. All 0 electrode settings were over 4000 ohms and all others were in range. They programmed around settings that included the 0 electrode and used standard patient management techniques. The physician placed an additional lead and stimulator to operate simultaneously. It was unknown if the issue was resolved at the time of the report. The rep later reported that the cause of the return of symptoms and high impedance was not determined. Reprogramming on electrodes that were in range impedances gave good responses. The patient was sent home with both devices active and it would take time to assess whether her urinary symptoms were resolved.